Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation was completed. A visual inspection, device history records review, leakage test and microscopic inspection were performed as part of this evaluation. This complaint is confirmed. The delivery system of the complaint instrument was returned without the stent. The physician reported that no pressure could be built up and that the stent would not expand. The physician attempted to inflate the balloon outside patient after withdrawal and observed a leakage. The review of the manufacturing history of the production lot did not reveal any nonconformity considered being relevant in light of the complaint. The complained instrument was manufactured according to specifications and successfully passed all in-process inspections as well as the final inspection, including a leakage test which the complaint instrument successfully passed the delivery system of the complaint instrument was returned without the stent. Stent imprints on the balloon surface indicate that the stent was initially crimped on the balloon. During the investigation, pressure could only be increased up to about 3-4 atm until a fine water jet became apparent about 10 mm distal to the balloon weld. Microscopic inspection revealed a small pinhole with longitudinal orientation as well as several scratches and surface damages on the balloon shoulders. Based on the information available it appears that the complaint event occurred most probably due to unfavorable circumstances during the intervention (i.e. Balloon damage due to sharp solid bone fragments). No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The stent was not intended to be implanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: aug 19, 2016. Expiration date: jul 1, 2019. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. Patient code (B)(4) was utilized for change in surgical plan due to leaving the stent in place sealed with cement. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during surgery on (B)(6) 2017, upon inflating the balloon in the vertebral body stent (vbs), the surgeon noticed no pressure build-up was possible. The stent did not expand and could be removed without any problem. Inflating the balloon outside the patient showed the balloon leaked fluid. Close examination did not show a tear in the balloon, but clearly it is not functional. The surgery was completed with injection of cement around the stent. No second stent was used since the non-expanded stent could not be retrieved. It is now safely enclosed with cement. The surgery was not prolonged and was successfully completed. There was no patient harm. This report is 1 of 1 for (B)(4).